Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated multiple power errors and an error indicating too low barometer pressure. The dc/dc & standard connectors printed circuit board (pcb) and expiratory channel pcb were replaced after consultation with the manufacturer. The ventilator was returned to customer after passed tests. No part was returned for investigation despite requests. No further issues have been reported. The evaluation of received device logs shows several technical problems and error codes throughout the logs. These logs seem to indicate the process during technical troubleshooting and installation. If the indicated fault conditions occurs during ventilation, audio-visual alarms will be generated. In general, if an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. The reported problem could be confirmed in received device logs. As no parts were returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated multiple power errors and an error indicating too low barometer pressure. There was no patient harm. (B)(4).